Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6), 2010. The patient reported that she had an injury post procedure. The details of the "injury" are unknown and reportedly unavailable.